Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of software update. This occurred during vedolizuminfusion programmed at a rate of 510 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported the event date was (B)(6) 2023 / (B)(6) 2023. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.